Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was dim. It was noted that the customer has a 1st generation light crystal display (lcd). The remote service engineer (rse) advised the customer to replace the user interface (ui) assembly with the 2nd generation lcd. The rse provided the customer with the part number to order and replace. Device evaluation and repair are pending.

Manufacturer narrative:
The third party that the customer inquired replaced the lcd to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.